Event description:
Boston scientific received information that patient's device magnet rate was 100 paces per minute/ppm and longevity remaining was below six months as checked 2 months ago and daily measurements for thresholds were normal. The patient was checked again recently and the device showed two years remaining with the same magnet rate of 100 paces per minute/ppm. Boston scientific technical services (ts) discussed to the health care provider (hcp) what caused the changes of the remaining longevity of the device. The hcp was then advised that if there would still be questions about longevity on the next check up, the data could be saved and will be sent for engineering analysis. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.